Event description:
Related manufacturing reference number: 2017865-2022-11507. It was reported that the patient's right and left ventricular leads became dislodged on (B)(6) 2022. The two leads were explanted and replaced on the same day. No further information has been provided.

Event description:
New information notes that the dislodgement was discovered via x-ray and the apparent loss of capture on both leads. The patient also exhibited complete atrioventricular block upon admittance to the emergency room. Finally, the patient was stable throughout their replacement procedure, and the system was seen to be functioning properly during a checkup on (B)(6) 2022.